Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the reported condition of this complaint could be due to valve issue that was related to eto sterilization. CAPA#1379444 was initiated. H3 other text : see h.10.

Event description:
It was reported that 4 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: there is a safety alert related to leakage of blood from the port on top of the cannula after it has been used to inject drugs. Facility has had an incident with a 20g. The problem mainly affects larger gauges and is thought to be related to ethylene oxide sterilization.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: there is a safety alert related to leakage of blood from the port on top of the cannula after it has been used to inject drugs. Facility has had an incident with a 20g. The problem mainly affects larger gauges and is thought to be related to ethylene oxide sterilization.